Event description:
It was reported that during the implant attempt, the lead helix was found to be blocked, and the physician encountered dysfunction in the distal canal. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).